Event description:
Length shorter than normal. After s.m.a.r.t stent was deployed, the physician found the real length is 44.4mm, which is shorter than normal 80mm. The target lesion was the sfa. The vessel was calcified. The lesion was pre-dilated. The stent was not post-dilated. The product prepped according to IFU. There were no anomalies noted when the system was removed from the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.